Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider had adjusted the pump settings which cause the customer to experience intermittent low blood glucose (bg) levels (36 mg/dl at its lowest). Soda and food were consumed to address the low bg. Tandem technical support advised the contact to discuss the low bg events with the healthcare provider.